Manufacturer narrative:
Due to pending litigation, it is unk if the MFR will be allowed to examine the product. After review of the litigation notice, it appears that operator negligence caused event. If the cot is able to be examined, and further relevant info is discovered, a follow up MDR will be filed.

Event description:
It was reported via litigation notice that a pt fell off a cot. The litigation notice alleges that the operators were negligent. It is further stated that the pt sustained injuries.